Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. This case may be re-opened if additional information is received. Suspecting poor registration technique. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient demographics updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the site was able to register the patient with the second medtronic navigation system.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9735737, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, the application software displayed the instrument was on the right side of the anatomy when touching the left side of the head. It was noted that the issue occurred following multiple tracer registrations. A second medtronic navigation system was brought into the operating room (or) but the issue recurred. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.